Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation, and an overstimulation sensation. It was also noted that the stimulation was intermittent. The symptoms occurred following a fall about 2.5 weeks prior. The details of the fall were not reported. The location of the pt's symptoms was the paresthesia area. The pt was at the clinic at the time of the report. The pt's status was reported to be good. It was noted that the "shocking" was likely the stimulation cutting in and out. Reprogramming of the device around electrode that had out of range impedances was done and as best as possible. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.